Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the iabp unit log files confirmed that iabp unit was running on the batteries at the time of the event. The stm performed the battery runtime test and noted that the iabp unit shutdown after 40 minutes. To correct the issue, the stm replaced the batteries then verified proper charging and battery operation. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. There was no patient harm and no adverse event was reported.